Event description:
It was reported that when a patient presented in-clinic for a normal follow-up, episodes of non-sustained rv oversensing due to noise were observed. Programming changes were made, but the noise persisted. The lead was capped and replaced. The patient was doing fine post-procedure.

Manufacturer narrative:
(B)(4).